Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign objects in the nozzle. In addition to the reportable malfunction, the following were noted: due to clogging of nozzle, the air and water supply volumes and water removal ability did not meet the standard values; due to damage on objective lens, the specified resolving power was not obtained; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; the adhesive on the bending section cover had a chip, a crack, and a white-clouded area; the adhesives around the light guide and objective lenses had white-clouded areas; the plastic distal end cover had a scratch; the objective lens had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer suspected the foreign material was cotton dust from linen for wiping after cleaning the endoscope. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, and the nozzle was flushed with a detergent solution during reprocessing. It was unknown if the nozzle was wiped/brushed. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion if the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, the colonovideoscope had foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in cf-xz1200l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-xz1200l/I reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.